Event description:
It was reported that the pump has a sticking keypad. For the past 1.5 month, the ok, up arrow, and down arrow buttons have become difficult to press and at times will not click back and spring as usual. The patient denies physical damage to the keypad and has not exposed the pump to moisture or cleaning products.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.